Event description:
Procedure: l3/4/5 longitude2 the surgical time was extended 31-60 min as a result of the event. The products were used in the patient. Patient complications were unknown.

Manufacturer narrative:
Additional info: product analysis :visual and microscopic examination of the mas head engagement feature display significant deformation and damage at the top of the retention features. The event description suggests that the extenders may have been fully reduced individually. The surgical technique advises against this, stating ¿it is important to reduce the rod in stages. The complete reduction of one extender without reducing the others will cause the rod to put a strong force on the other extenders, which can cause difficulties when reducing the others. The foregoing deformation of the interface features may have reduced the mechanical strength of the interface, which could contribute to the foregoing event. It is noted that the extenders are a multi-use instrument, and may not have been damaged during the surgery which is referenced in this complaint. Conclusion: the above observations are consistent with overload of the extender mas head engagement features.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an olif and pps surgery at l3-5 to treat degenerative spondylolisthesis. It was reported that the extender popped off of the screw at l3, l4 and l5. The set screws were inserted and final tightening was done under direct vison. No patient complications were reported.